Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading for several months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, but device returned date is unknown. The pump has been evaluated by product analysis on (B)(4) 2013 with the following findings: the display was found to be faded, discolored, and difficult to read. Film lens was worn and paint was scratched. A test-screen was installed and no problems were found with printed circuit board.